Event description:
Additional information was received stating the infection has resolved. Manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a post-op visit and it was noted the patient had a possible infection at the midline incision site. Surgical intervention took place where the leads were explanted to address the issue. The wound was also irrigated with antibiotic was and closed. The generator remains implanted.